Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer was unable to provide cgm bg level, and meter bg level. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 27mg/dl. Reportedly, customer required assistance from paramedics to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.